Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jun2020.

Event description:
The customer reported device doesn't work, clogging alarm. There was no patient involvement.

Manufacturer narrative:
The customer's onsite engineer confirmed that the filter was dirty and needed to be replaced. Replacing the air inlet filter resolved the issue.